Event description:
Siemens was informed by its service organization about a malfunction that occurred while operating the artis zee floor system. During an emergency patient procedure, automatic system movements from the home position to the head-side position were not possible. As a result, the patient had to be transferred to another medical facility to complete the procedure. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will submitted if additional information becomes available.